Event description:
Customer called in to customer service to report that the screws on her transformer fell out and she could see inside of the adapter now which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional information of the original product be received resulting in new, changed, or corrected information, a follow up will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time, therefore, no conclusion can be made as the cause of the event. Attempts to retrieve the product and get additional information are ongoing. The cause of the breach for the rev n transformer, has not been determined at this time. The issue is currently being investigated under (B)(4).